Event description:
The reporter stated that the tubing was blowing under pressure during a CT scan while injecting dye with a power injector. There was no pt injury or treatment associated with this issue. The reporter indicated that this had occurred more than once but did not provide further details.